Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the box of the cement was opened and the inner sterile bag was found to have a hole in it. The bag was thrown away before this report could be made so it will not be returned. Doe: (B)(6) 2025 affected side: unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. According to the information received, ¿it was reported that the box of the cement was opened and the inner sterile bag was found to have a hole in it. The bag was thrown away before this report could be made so it will not be returned.¿ product name: smartset mv 40g - eo product code: 3122040 lot number: 4625035 manufacturing date: 2024-12-04 expiry date: 2026-11-30 quantity: 2870 there were zero nonconformances on this lot. All qc and microbiology testing met specification. A review of the DHR has confirmed that there were no process issues documented that could contribute to the event described. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot ==> product name: smartset mv 40g - eo product code: 3122040 lot number: 4625035 manufacturing date: 2024-12-04 expiry date: 2026-11-30 quantity: 2870 device history review ==> there were zero nonconformances on this lot. All qc and microbiology testing met specification. A review of the DHR has confirmed that there were no process issues documented that could contribute to the event described.